Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the eye tracker was having issues. It is unknown at this time if there was a patient involved. Despite attempts, no additional information, with regards to the event, has been received.